Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during the foot and ankle surgery, the q-fix anchor failed to deploy, and the front metal rod that burst left pieces inside the patient. However, the pieces were removed using tweezers and suction. The procedure was completed with no significant surgical delay, using a backup device in a newly drilled bone hole, and a void was left in the patient. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor is still in the insertion tube tip. The distal end of the insertion tube is deformed and broken. It has been grasped by another instrument such as a grasper, which the scraping marks on both side of the break give evidence. The sutures still run through the cannula to the cleat. The cleat is fully extended. No functional testing was conducted since there is damage hindering the inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the sutures must comply with a break strength. The root cause was associated with a component failure. Factors that could have contributed to the reported event include: excessive torque. Poor bone quality. Misalignment of inserter. Based on this investigation, the need for corrective action is not indicated.